Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the photograph, a cut was observed in the tubing near the green slide clamp. Based on the data from the investigation, the reported defect was unable to be confirmed to be a manufacturing defect. The most probable root cause of cut tubing is believed to be attributed to misloading of the IV set into the space pump. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: chemo spill and broken pump tubing in pump. Detailed inquiry description: chemotherapy spill because b. Braun IV tubing broke inside the IV pump after infusing for one hour. Rn wrote an eer saying there was a "large vacuum popping noise from the IV pump" and when she assessed, she found chemo leaking from the pumps with blood back flowing from PICC line. Product primed by pharmacy so lot number not available and sample discarded. No injury reported.